Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 01/31/2017. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2017 with the following findings: the black box starts on (B)(6) 2016. The black box data/histories for the event on (B)(6) 2014 have been overwritten due to continued use of the pump. The available black box data showed no power on reset events. No damage was found to the returned battery cap. The returned battery cap was able to fully attach to the pump and was used to complete a 24-hour duration test; no power on reset events were duplicated during this time. The returned battery cap contact measurements were within specifications. The total daily doses added up correctly and reflected the users programmed basal rates. The pump passed delivery accuracy test and was found to be delivering accurately and within range. There was no evidence of internal moisture or damage to the power circuit. Unable to duplicate the complaint, the pump information for the complaint date has been overwritten. Unrelated to the original complaint, the battery compartment was noted to be cracked.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 389 mg/dl with abdominal pain/vomiting and nausea associated with intermittent power to the insulin pump. Reportedly, the patient remained on the insulin pump and did not receive any treatment above and beyond the usual routine of diabetes care. During troubleshooting with customer technical support (cts), it was revealed that there was a replace battery alarm in the alarm history that led to the intermittent power. Also during troubleshooting, the user used a battery from a new pack and the pump powered on appropriately. It was reported that the patient started birth control 3 days before the bg excursion. This complaint is being reported because the patient allegedly experienced hyperglycemia related to use error in not responding to a replace battery alarm in a timely manner.